Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok plunger rod was broken / damaged. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. During batch compounding 1 syringe was found deformed and cracked. There are three potentially lot #s listed below. The unit is available for return. Product - 309605. Additional information provided: 1. What is the date of event? Dec 18, 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient involved. 3. Please provide the address of the facility for us to ship the return label. (B)(6)

Manufacturer narrative:
(B)(4) - supplemental MDR/additional information - plunger rod broken / damaged. Correction: potential lot 4015145, 2349292, 4110189 provided. One sample and three photos were provided to our quality team for investigation. Through visual inspection, significant damage was noted on the ribs of the plunger rod, compromising its integrity and functionality. The condition observed is non-conforming per product specification. The potential root cause of the damaged plunger defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2349292, 4015145 and 4110189. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.